Event description:
After the injection, the nurse went to engage the needle into the needle protection and the needle protection allegedly swiveled away. The nurse received a needle stick. The nurse had diagnostic screening but no treatment was needed.